Event description:
A malfunction was reported when a customer experienced a recurring error with their pump, marked by code 16-0x20e6. There was no information available regarding the impact on the customer¿s blood glucose level. The pump was reset multiple times without success, and it needed replacement. The customer was informed about the pump replacement, confirmed the shipping address, and received instructions for returning the faulty pump. A replacement pump was sent, but the customer did not disclose the backup therapy they would use in the interim.